Manufacturer narrative:
Manufacturing site evaluation: the complaint device was returned to the manufacturer for evaluation. A visual examination revealed a break in the tip of the scissors. The fragment was not provided. Examination of the fracture surface revealed a fatigue fracture. No material defects, such as pores or inclusions, were identified. Traces of reprocessing were clearly visible and a gap of material removal was observed. The critical limit dimensions of 2.6 millimeters (mm) +- 0.2 mm were undercut. The actual dimension was found to be 1.8 mm. Furthermore, corrosion residues were found on the surface. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. The reported event of tip breakage was confirmed during the device evaluation. The root cause was determined to be improper maintenance performed by third party.

Event description:
It was reported to aesculap inc. That a tc metzenbaum scissors cvd 180mm (part # bc263r) were used during a should replacement procedure performed on (B)(6) 2022. According to the complainant, during the procedure, the tip of the scissors broke off. The fragment was recovered from the patient and scans were performed to confirm that no fragments remained. The scans were negative. The complaint device was returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The adverse event is filed under aic reference (B)(4).